Event description:
The user facility the EU reported a patient (gender, age unknown) was undergoing cardiac surgery, and was implanted with an impella 5.5 device for mechanical circulatory support. Low pump flows occurred and team believe there is thrombus in cannula of the pump. The pump was explanted and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. According to clinical findings, the doctor discovered biomaterial in the cannula during the saturated pump flow issue. The cause of the saturated pump flow issue was most likely biomaterial found inside cannula.